Event description:
The customer reported to olympus the always-on tip tracked 21ga anso cytology needle failed to retract. The issue occurred during an endotracheal bronchoscopy. One needle was tested before use and failed to retract. Another needle from the same lot was retrieved, tested, and used to gather tissue samples, but failed to retract once inside the patient when there was no failure outside the patient. There were no reports of patient harm or impact. The user facility reported this event under medwatch 4200820000-2023-8005. This event is reported under the following patient identifiers: (B)(6): first device (failed to retract prior to patient insertion); (B)(6): second device (failed to retract while inside the patient). This medical device report is for patient identifier c23319357.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the investigation is in progress. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to the initial medwatch as the subject device will not be evaluated as this complaint is related to a product that is currently being removed from the market. Therefore, this device is being investigated under an unrelated recall. If additional information becomes available, this report will be supplemented accordingly.